Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
06/17/2026 - it was reported that this implantable cardioverter defibrillator (ICD) delivered seven rounds of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to an episode of supraventricular tachycardia (svt). Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.